Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter. Company rep.

Event description:
It was reported the pt received inappropriate antitachycardia pacing and high voltage therapy. The device remains implanted.